Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2019 the following findings: during investigation, there was no damage or peeling to keypad. Ok, contrast, up, down keys are intermittently responding. Removed the keypad and found contamination under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.